Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent came back with the delivery system. The target lesion was located in the bile duct. This wallflex biliary stent was selected and implanted at the right position and completely detached from the stent delivery system (sds). There were no problems deploying the stent; however, during withdrawal of the sds the stent disappeared from the x-ray, but it could be seen moving together with the sds. The stent was retracted into the sheath; the stent and sheath were removed together. After positioning a new sheath a second wallflex could be placed at the right position successfully. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Event date corrected from 03/02/2015 to 03/032015. If implanted, give date corrected from 03/02/2015 to 03/032015. If explanted, give date corrected from 03/02/2015 to 03/032015. (B)(4).

Event description:
It was reported that the stent came back with the delivery system. The target lesion was located in the bile duct. This wallflex biliary stent was selected and implanted at the right position and completely detached from the stent delivery system (sds). There were no problems deploying the stent; however, during withdrawal of the sds the stent disappeared from the x-ray, but it could be seen moving together with the sds. The stent was retracted into the sheath; the stent and sheath were removed together. After positioning a new sheath a second wallflex could be placed at the right position successfully. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the outer sheath had been retracted and the stent had been fully deployed. No issues were noted with the profile of the delivery device. The deployed stent was inside a 9fr introducer sheath and 10mm of the proximal end of the stent was protruding from the sheath. During analysis the stent was withdrawn from the sheath and no issues were noted with its profile. The stent length was measured and met specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the stent came back with the delivery system. The target lesion was located in the bile duct. This wallflex biliary stent was selected and implanted at the right position and completely detached from the stent delivery system (sds). There were no problems deploying the stent; however, during withdrawal of the sds the stent disappeared from the x-ray, but it could be seen moving together with the sds. The stent was retracted into the sheath; the stent and sheath were removed together. After positioning a new sheath a second wallflex could be placed at the right position successfully. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.